Event description:
It was reported that during a lung transplant procedure, the surgeon experienced issues with at least one (possibly more) reloads. The limited information we have received, indicates that the patient lost approximately 1 liter of blood. At this point I don't not know specifically, how this was related to the device issue. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the scrub tech stated the tx30v had been fired three times prior to the firing in question. She reiterated that it was fired initially with the load in the stapler out of the package and was reloaded and three subsequent times. The stapler was reloaded again and prepared for a fourth firing. The tech stated that the stapler was placed on the pulmonary vein, closed and fired. The vessel was then transected with a 15 blade and stapler released. Once released it was clear to the surgeon and tech that no staples has formed and the vessel began emptying blood quickly. The hospital did not provide me with the stapler but just the four reloads. According to the information related by the tech, they included all four as they were unable to identify the problem reload once they were all four mixed up on the back table. Did the patient receive a blood transfusion/blood products based on the one liter of blood loss? No blood was given interoperatively but it is unknown of blood was later give in ICU. Is there any additional information regarding what the issue was with the reload(s)? See above was the tissue transected prior to examining the staple line? From what the tech relayed to me, the vessel was transected without examination of the staple line. Did the post-operative care change based on the event? Unknown. How was the case completed? Vessel was ligated with suture. What is the current patient status? Unknown.

Manufacturer narrative:
(B)(4). Additional information: additional information was obtained: pi updated to reflect product code xr30v per confirmation from sales rep. Cartridge a: batch #: l54w5m; manufactured date: 10/20/2014; product exp. Date: 09/20/2019. A batch record review was performed and no anomalies were found during the manufacturing process. Reviewed by (B)(4). Cartridge b, c and d: batch #: l53k7f; manufactured date: 07/12/2014; product exp. Date: 06/12/2019. A batch record review was performed and no anomalies were found during the manufacturing process. Reviewed by (B)(4). The analysis results showed that four xr30v cartridges arrived in good visual condition. The reload a, b and d were received fully fired, the reload c was received fully loaded. The returned reload (c) was tested with test device and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete.